Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.no 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision. Right. Asr xl. Reason(s) for revision: unknown. Update received (B)(6) 2014. Additional surgeon added. See additional information for the information that is being queried. (B)(4). Query confirmation received (B)(6) 2014. Surgery date and revision date amended. Revision reason amended. Acetabular cup, femoral head and taper sleeve added. Previous revision date is incorrect: revision is projected to take place in (B)(6) 2014. A date has not yet been decided. Reasons for revision: pain and elevated metal ion levels. Update 5 dec 2014 - confirmation received of dor ((B)(6) 2014).

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision, right, asr xl, reason(s) for revision: unknown. Update received 22nd july 2014. Additional surgeon added. See additional information for the information that is being queried. This is a bilateral patient see (B)(4) for left hip. Query confirmation received 25th july 2014. Surgery date and revision date amended. Revision reason amended. Acetabular cup, femoral head and taper sleeve added. Previous revision date is incorrect: revision is projected to take place in (B)(6) 2014. A date has not yet been decided. Reasons for revision: pain and elevated metal ion levels. Update: 5 dec 2014 - confirmation received of dor ((B)(6) 2014). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.